Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home in hospice care. The customer was hospitalized on (B)(6) 2018 due to high blood glucose levels. The customer had run out of reservoirs on (B)(6) 2018 which led to the high. The cause of death was kidney failure. The caller stated that the customer had brain swelling that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of the initial hospitalization. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis as it had been donated. Frn-unk-rsvr. Unomed set.